Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
A 73-year-old male with cardiomyopathy underwent placement of an impella device, during which the sterile sleeve on the push button repositioning sheath was observed to be detached from the hub. The issue was identified after peel away removal on the clinical side. The push button repositioning mechanism remained intact, preventing pump movement, and a dressing was applied to avoid adherence to the sleeve. There was no harm to the patient, and no procedural delay occurred. The first pump (sn (B)(6)) was implanted via the right femoral artery on (B)(6) 2026 and explanted on (B)(6) 2026, with the patient surviving to explant. A second pump (sn (B)(6)) was surgically implanted via the right axillary/subclavian artery on (B)(6) 2026 and explanted the same day following withdrawal of care by the family. The patient subsequently expired, with no device related harm reported. The observed product issue consisted of a detached anti contamination sleeve; no excessive force, delivery issues, positioning issues, or interacting devices were reported. The involved pump is expected to be returned for evaluation. Based on available information, the detached sleeve did not result in patient harm or contribute to the patient¿s death following withdrawal of care. The impella 5.5 will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed and no consequence to the patient was reported. The patient¿s death is conservatively reported but likely unrelated to device performance but rather the patient¿s condition and withdraw of care.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Pd-anticontamination sleeve-(separation, torn): the cause for clean detachment for the sterile sleeve from white hub is not known, so the cause of pd-anticontamination sleeve is not determined without conclusive evidence. Device history review: the device passed all post sterile inspection checks.